Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the system displayed a recoverable startup error 48100 and, at times, the bed would not pair and displayed error 25927. It was stated that the system was power cycled multiple times and continued to generate error 48100 even when no external video was connected. Tse reviewed the event logs and identified that one of the system controllers had logged a recoverable i2c bus error, and this behavior appeared to be an ongoing issue. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that they did not continue with the procedure set up because they did not feel comfortable using the system with the ongoing repeated recoverable fault.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal controller card (ucc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ucc was then installed on a golden system and successfully programmed; however, after idling for 20 minutes and undergoing 10 power cycles, multiple instances of error 25933 were found on the pcc3 node, confirming the board had failed. Probable root cause is attributed to a defective ucc.